Event description:
It was reported that the products were suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: photos along with the device was returned for evaluation. This is an analysis for the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show some tyvek with product code gst60b, lot # t40u16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a prw35 device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-07-31. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. The photo shows also a blue reload inside of the package with the staple retainer placed and belong to a 60+. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that twelve gst60b reloads were returned inside its unopened package. The package was visually inspected, the lot number was reviewed, and it belongs to a prw35 device. Also, the expiration date printed on the tyvek does not match the expiration date recorded on the quality tracking system (B)(6) 2024. Twelve reloads from batch t5c42b was reviewed. Upon further investigation, we found that this batch number is not found in our quality tracking system. The artwork printed on the tyveks was reviewed and compared with our system and printings, and did not match the artwork print based on several inconsistencies noted. The received complaint sample is confirmed as counterfeit product.

Manufacturer narrative:
(B)(4).date sent: 11/23/2022.